Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, diarrhea, yellow stools, nausea, vomiting, fatigue and poor appetite. The cause of peritonitis was not reported. It was reported the patient was hospitalized due to cloudy effluent. Treatment was unknown. At the time of this report, the patient had not recovered from the peritonitis. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6. B5: upon follow up it was reported that the patient discharged from the hospital and recovered from the peritonitis event after 21days. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.